Event description:
It was reported from canada that during a spinal fusion surgical procedure, prior to use on the patient, it was observed that the burr device was slowly rotating without pressing the pedal of the handpiece device. It was reported that there was no delay in the procedure due to the event as an identical spare device was available and the procedure was successfully completed. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products and therapy dates: burr device (20dec2023) e1: reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the burr was very slowly rotating without pressing the pedal was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had foreign substance/debris/cleaning/sterilization. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.